Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
A (B)(6) female was operated on for menorrhagia and a prolapsed uterus. Surgeon performed a total vaginal hysterectomy using the pk open seal forceps. Surgeon reported straightforward procedure at the time with no complications immediately post operatively. The operation was performed on tuesday (B)(6) 2011, on the following day, wednesday (B)(6) 2011 the pt was fine with no complications and the surgeon was considering sending the pt home. On thursday (B)(6) 2011, late evening, the pt reported an onset of lower pelvic pain and on friday morning this was reported to have increased and there was a diagnosis of a bowel perforation. The pt was taken back to the operating room to have a laparotomy performed and the colorectal surgeon operating found the perforation of the terminal ilium 1cm in diameter. The operating surgeon reported this injury as being thermal like in appearance. The defect was then repaired. The surgeon also observed the onset of peritonitis and so the pt was subsequently admitted to intensive care treatment for peritonitis and septicaemia. The pt has recovered and been discharged. She is being brought back to the hospital in the near future for a briefing.